Manufacturer narrative:
The scope was purchased on april 11, 2013 and was returned to olympus for service once on october 3, 2016 for an unrelated leak issue. The evaluation confirmed the leak. The light guide lens was found cracked. In addition, the bending section rubber glue on the distal end cover and insertion tube was found cracked. The scope was serviced and returned to the user facility. As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to obtain additional information on the reported event; however, no additional information was received. Based on the investigation findings, the most probable cause of the reported event is likely due to insufficient maintenance of the device. The instruction manual states, ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.2, ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus.¿

Event description:
Olympus received a medwatch on november 23, 2016 stating that during a colonoscopy procedure and resection of polyp in the ascending colon, a small black piece of the biopsy cap fell inside the patient¿s colon when the physician was passing a biopsy instrument (model unknown) inside the scope channel. The biopsy cap was retrieved with a biopsy forceps. No patient injury reported.